Manufacturer narrative:
A complaint article, vitrectomy module, was received by d.o.r.c. And analyzed. Performed tests showed that the complaint is reproducible. The vitrectomy module did not work, because one of the valves was broken. The problem was solved by replacing the damaged valve. Periodic valve failure is unfortunate, but anticipated for high speed valves of this type, and remains within the expected level for the device. No patient harm was reported during a surgery itself, however, the surgeon expressed his concern about the long-term outcome of his patient. Our representative remained in contact with the surgeon since the time this event was reported in order to check up on the patient's condition. After the last conversation with the surgeon, the representative confirmed that the patient is in a good state and no further complications were observed.

Event description:
Recently dr (B)(6) experienced an issue with the vitrectome not working. He has a concern in regards to this, that he had already put the trocars and infusion line into the patients eye, before discovering the vitrectome was not working. He had to abort case and reschedule the patient to return 3 days later. The worry he has is that he is unsure whether this has impacted upon the patients long term outcomes.

Manufacturer narrative:
An investigation of the log files and complaint article will be initiated by d.o.r.c. R&d department, as soon as they are provided.

Event description:
Recently dr (B)(6) experienced an issue with the vitrectome not working. He has a concern in regards to this, that he had already put the trocars and infusion line into the patient's eye, before discovering the vitrectome was not working. He had to abort case and reschedule the patient to return 3 days later. The worry he has is that he is unsure whether this has impacted upon the patient's long term outcomes.